Event description:
Per the clinic, the patient experienced recurrent infections, mild purulent drainage around implant site and skin edema. Subsequently, the patient was treated with oral and topical antibiotics (specific date not reported) for 5 days. The implanted device remains.